Manufacturer narrative:
(B)(4). The actual sample was not returned; therefore a representative sample was taken from current production at the manufacturing facility for evaluation. A visual exam was performed and no obvious defects were observed. The cuff was then inflated to 25mbar using a calibrated endotest and the pressure maintained at 25mbar for 30 minutes. A water leak test was conducted by immersing the device in water and no air bubbles were detected indicating there were no leaks. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. The actual sample was not returned, and the representative sample from production was found to be within specification.

Event description:
Complaint reported as: (B)(6) 2019, jieyang people's hospital, patient undergoing tonsillectomy require general anesthesia for nasal endotracheal intubation. Doctor found cuff leak during pre-test, replaced new one to complete the treatment, patient is fine."

Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "(B)(6) 2019, (B)(6) hospital, patient undergoing tonsillectomy require general anesthesia for nasal endotracheal intubation. Doctor found cuff leak during pre-test, replaced new one to complete the treatment, patient is fine."